Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had lost sensor and sensor error. The customer¿s blood glucose was 104 mg/dl, 112 mg/dl, 111 mg/dl. The sensor will be returned for analysis.